Manufacturer narrative:
The ups was allowed to fully charge before testing. With a load applied and under battery power the "replace battery" came on with audible alarm.

Event description:
A site rep reported that the stealthstation treon began beeping, turned off, and would not power up. Surgeon was able to continue the case without the use of the stealthstation, with no harm to the pt.